Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Re-insertion. Physical resistance when attempting to cross a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, product placement technique, product size selection and accessory product support; and is typically not associated with a product quality deficiency. It was reported the lesion was mildly calcified, which may have contributed to the resistance. As the stent delivery system (sds) was eventually able to cross the lesion, the reported physical resistance appears to be related to the operational context of the product. It was reported the stent was successfully deployed; however, a guide wire was trapped under the deployed stent and during removal of the guide wire; the guide wire interacted with the deployed stent and pulled and stretched the stent. There was no attempt ot remove the damaged stent. There was no note of any damage to the stent implant observed prior to the procedure, which may suggest that a product deficiency did not contribute to the difficulties experienced. It was reported the xience v sds failed to cross the lesion, was removed, and then re-inserted into the patient anatomy. It should be noted the instructions for use (IFU) states: an unexpanded stent may be retracted into the guiding catheter one time only. An unexpanded stent should not be reintroduced into the artery once it has been pulled back into the guiding catheter. Subsequent movement in and out through the distal end of the guiding catheter should not be performed as the stent may be damaged when retracting the undeployed stent back into the guiding catheter. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot that could have contributed to this complaint and all lot release testing met manufacturing criteria. Catheters may become damaged if force is applied during attempts to advance or retract the product and/or from handling prior to use and/or during packaging for return. The reported difficulties appear to be related to the operational context of the procedure. The profile dimensions on all stent delivery systems are confirmed by visual and dimensional checks on the manufacturing line before release. Additionally, all stent delivery systems are 100% visually inspected online for stent damage. The pilot guide wire is being filed under a separate MFR number.

Event description:
It was reported that this was an acute myocardial infarction (ami) case. After predilatation was performed, the xience v stent 3.5-23 mm failed to cross the lesion due to calcification and tortuosity of the left anterior descending artery (lad). Two non-abbott balloons were used to dilate from the proximal to mid-lad to facilitate stenting. The xience v was reinserted and was deployed at mid-lad at 10 atmospheres. A pilot guide wire was used for protection of a major diagonal branch; however, the guide wire became trapped under the deployed stent, resulting in the stent implant being stretched and pulled into the proximal lad, during an attempt to retrieve the guide wire. Emergent coronary artery bypass graft was recommended; however, due to the high risk of surgery during ami, surgery was not performed. Patient is reported to be well. No attempt was made to retrieve the stent. No additional information was provided.